Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial #: (B)(4), ubd: 13-nov-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, at a depth of 2-3 mm on the non -coronary cusp (ncc) and 1-2 mm on the left coronary cusp (lcc), when removing the delivery catheter system (dcs) from the left ventricle, the nosecone interacted with the inflow of the valve and dislodged the valve out of the annulus. A second valve was implanted successfully. No additional adverse patient effects were reported.